Manufacturer narrative:
By the check of the device history records, no pre- existing anomaly was found on the liners released with lot number: 1302689. According to our records, at least 41 liners with lot: 1302689 have already been implanted (out of 45 manufactured) and this is the first and only complaint received on them. No x-rays were available to be shared with limacorporate referring to this patient. The explanted components were not available to be returned to limacorporate, only some photos were sent to limacorporate. Based on the photos received, the liner appears to be severely worn rather than broken, however, without the possibility to analyze it, no further investigation can be performed. Without the possibility to analyze the x-rays nor the explanted components, no deeper investigation can be performed other than the check of the dhrs, which confirmed that the involved liner was manufactured compliant to drawing specifications, no deviation detected. Therefore, based on the few available information, we cannot determine the cause of the reported revision surgery. Pms data: based on limacorporate pms data, we estimate a revision rate of the l1 liners (product codes 1377.50.005-1377.50.010-1377.50.020-1377.50.030) due to liner dislocation and/or breakage of (B)(4). No corrective action is needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Shoulder revision surgery of smr stemless anatomic due to dislocation and liner breakage (code: 1377.50.010, lot: 1302689, ster 1300091). The previous surgery took place on (B)(6) 2014, the revision on (B)(6) 2021. During the revision surgery the implant was converted to reverse configuration. Patient data: male, 72 years old, 175cm, 72kg. Event occurred in austria. Note: the smr stemless system is not cleared in the USA, the l1 liners (codes: 1377.50.005-1377.50.010-1377.50.020-1377.50.030) are marketed in the USA as part of the smr anatomic system).

Manufacturer narrative:
By the check of the device history records, no pre- existing anomaly was found on the liners released with lot number 1302689. This is the first and only complaint received on this lot number. We will submit the final report after the conclusion of the investigation.

Event description:
Shoulder revision surgery of smr stemless anatomic due to breakage of the liner code 1377.50.010, lot 1302689. The previous surgery took place in (B)(6) 2014, the revision on 22nd (B)(6) 2021. Patient data: male, (B)(6), 175cm, (B)(6) kg. This incident occurred in (B)(6).